Event description:
A distributor in france reported on december 29, 2025, that a client's device had a damaged seal at the stem, categorized as rack pushrod damage, although there was no provided blood glucose information. Subsequent observations confirmed damage to the rack push rod, but there were no alerts or alarms, and the cartridge was successfully loaded despite drops at the tubing's end. The device was set for return on january 26, 2026, for further evaluation, and a replacement pump was arranged with a new serial number.